Manufacturer narrative:
Additional information from the surgeon: the doctor reports that in both cases, the patient experienced blurred vision. Doctor replaced the lenses with monofocal lenses and there are no further problems. The doctor thinks it was caused by a reaction of the patient to the lens material. No further information was provided. (B)(4) - allergic reaction. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had the intraocular lens (iol) explanted due to photophobia and blurred vision. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). A review of the manufacturing records for the intraocular lens showed no deviations. The diopter measurement records verified and were shown to be within specifications and was in compliance with the labeled dioptric power of 12.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. The intraocular lens was returned to our manufacturing facility for evaluation. The visual inspection showed that the optic was cut in half, no optical deviations on the optic parts were found. The condition of the returned lens precluded diopter measurement. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process; no production related cause was identified. Prior to release to market the lens met all manufacturing specifications.